Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance of greater than 3000 ohms on the left ventricular (lv) lead. The involve rv lead is a non-bsc product. Representative have notified the clinic for further follow-up. Additional information was received, stating that the impedance appears to be normalized. The physician will continue to monitor the patient. The device remains in service at this time. No adverse patient effects were reported.